Manufacturer narrative:
The reported event was unconfirmed. Three photos were received for evaluation. The first photo showcases a three-way catheter. The second photo zooms into the deflated balloon. The last photo shows the catheter's cap. Received 1 all silicone foley catheter. Visually inspected catheter and no physical defects were present. Inflated the balloon with in-house syringe with 10 ml methylene blue solution and the balloon inflated properly, concentricity was within specification (70:30). The inhouse syringe was connected and the balloon deflated passively in under 5 minutes: 3 min and 30 seconds. The reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. A risk review, labelling review and DHR review was not required as the reported event was unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during placement, the three-pronged foley catheter was broken.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during placement, the three-pronged foley catheter was broken.